Event description:
It was reported that the user announced a small meal, later consumed unannounced dessert, observed elevated glucose, performed multiple fingersticks and three ilet recalibrations, then disconnected due to concern about excess insulin before contacting support; the agent instructed reconnection and resumption of insulin, provided education on expected sensor-to-fingerstick variance, and confirmed tubing change and troubleshooting completion. Symptoms included none. Outcomes included temporary hyperglycemia that resolved with resumption of insulin and monitoring, without need for assistance or medical intervention. Investigation included customer interview, device use review, and user education. Investigation of this case revealed device performance consistent with expected operation and a use-related issue associated with unannounced carbohydrate intake and pump disconnection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and therapy interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.